Event description:
The consumer reported that the patient had a loss of therapy. There were no trauma or falls related to the event. The patient's friend or family member needed to find out if the patient's device was still working. The patient had suspected for a while that maybe it was not working. It could have been months or longer, but the patient's friend or family member didn't know. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient had seen their health care provider (hcp) and they had spoken to a manufacturer representative to get the hcp's name. The patient was currently recovering from an issue unrelated to their therapy issue and would likely undergo replacement of their device when they were fully recovered.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.